Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) evaluation summary: the clip delivery system was returned for evaluation. The investigation was unable to determine a definitive cause for the reported difficult clip deployment and the single leaflet device attachment (slda). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the clip was difficult to deploy and the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that the patient underwent a procedure to treat degenerative mitral regurgitation (mr) of grade 4+ with posterior leaflet flail at p1/p2 segment. One mitraclip was implanted, reducing the mr to grade 3+. An attempt was made to deploy a second clip (50910u213) at the anterior 1/posterior 1 (a1/p1) leaflet segment. The actuator knob was turned 8 times and the release pin groove was exposed; however the clip did not detach. No resistance was noted during actuator knob rotation. Troubleshooting maneuvers included rocking the clip delivery system (cds) and slightly torquing the device, as well as moving the delivery catheter (dc) handle back and forth. The clip deployed and the mr was reduced to 2. The clip was then noted to have detached from the anterior leaflet, remaining attached to the posterior leaflet. No tissue damage was noted and the mr remained at 2. No intervention was performed. There was difficulty visualizing the clip during the procedure due to imaging quality. No additional information was provided.